Event description:
It was reported that right ventricular (rv) lead dislodgement occurred post-implant. Lead testing and x-ray imaging confirmed dislodgement as the cause of the high pacing thresholds. Subsequently, the rv lead was repositioned and remains in service. No additional adverse patient effects were reported.